Event description:
Additional information was received that an emergent tracheostomy tube change out was required as a result of the incident, which is now reported to be resolved.

Event description:
Information was received that a smiths medical custom bivona tracheostomy had an inflation tube detach.

Manufacturer narrative:
Evaluation results: two 6.0mm custom flextend aire cuff aire cuff devices were returned with the airway inflation balloons completely detached from the airway line.the presence of the airway line inside the balloon showed that the bond was sufficient in retaining the airway line within the balloon as the airway line broke outside the balloon. There was no evidence of excessive tensile force applied to the airway line. The airway line separation area on both devices appeared to have been cut. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigation did not reveal any intrinsic manufacturing defects with the returned devices.